Event description:
Reference number (B)(4) event occurred in the united states it was reported that patient faced two infusion set tubing detachment events on (B)(6)2024 and (B)(6)2024. Tubing detached at connector. The set was in use for 48 hours. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2